Event description:
Boston scientific received information that when the patient performed upper body movements, the heart rate increased to maximum sensor rate (msr). Upon device interrogation, this observation was recreatable. Despite reprogramming from seven to four, the increase in sensor rate occurred. The device was to be reprogrammed to xl on, minute ventilation to passive and continue to monitor.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.